Event description:
On (B)(6) 2013 patient reported the bluetooth connection between the blood glucose monitor and the infusion device is becoming disconnected a lot. Patient stated the monitor will say when the connection is lost. Patient reported the blood glucose monitor gives him a bolus advice and the bolus will stay on the monitor as active insulin even if he doesn't give himself a bolus through the blood glucose monitoring device or the infusion device. Patient stated when he attempts to test again when the connection is reestablished it shows that insulin is active even if he did not give it to himself. Bluetooth was on infusion device but was off of meter. No physiological effects were reported. The patient did not report needing assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged blood glucose monitoring device for evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Manufacturer narrative:
Iu observed that the meter powered on with acceptable batteries. Iu connected the returned meter to retention pump, iu was able to connect the returned meter to a retention pump using bluetooth communication. Iu was able to change the setting and limits in the pump from the meter. Iu observed that the meter paired with pump correctly,no defects were observed. Iu observed that the meter powered on when acceptable batteries were inserted into the meter. Iu powered meter on and off consistently with on/off button, no defects were observed with on/off button. Iu observed that the meter powers on when a test strip is inserted into the strip guide, no defects were observed. Iu observed upon pressing and holding the power button, the meter displays a sequence of solid color test screens in the order of red, blue, green, and white. Upon pressing and holding power button the red, blue, green and white screens appeared correctly, no display defects were observed. Iu visually inspected the external casing on the meter, no damage was observed. Iu manually reviewed the meters memory for the date (B)(6) alleged by the customer. The iu was unable to view the entire alleged day's values through the manual review processes as the last viewable bg result was on (B)(6) but at 09:13 pm. Iu downloaded the meter using retention software accu-chek smartpix to obtain the results from the customer memory. During the manually review of the meters memory the iu did observe some entries that correspond with the customer allegation. Iu observed unconfirmed bolus results stored in the meters memory. It has been determined that due to a firmware bug the meter may not appropriately remove an unconfirmed bolus from the delta bg correction stack when the manual pump option is chosen on the meter. This issue can occur if the user does not deliver the exact bolus amount as acknowledged on the meter within 10 minutes of the entry. As a result,a possibility of receiving an incorrectly lower bolus recommendation would occur thereby leading to an under delivery of insulin if accepted by the user. This issue only concerns the correction bolus only, and would not affect basal rates or meal boluses. This issue has been investigated and product design and process improvements were implemented to correct this issue. The customer's allegation of bluetooth communication issues and when the meter provides a bolus advice the bolus will stay on the monitor as active insulin even if he doesn't give it to himself were not observed during the investigation of the returned product; however the meter was confirmed for a firmware bug that could result in the provided bolus appearing as active insulin even though the bolus wasn't delivered by the customer. This case is set to verified based on the iu's investigation of the customers allegation.